Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, a cook cervical ripening balloon w/stylet was being used on a patient (singleton vertex presentation) at term to ripen the cervix prior to induction. The stylet and catheter were assembled, and upon insertion into the patient, the stylet perforated the blue distal tip of the catheter. The stylet was "impaled" in the patients' vaginal cavity tissue causing bleeding. A second device was used and the same thing happened. The pre-induction of labor (iol) was abandoned and the patient went on to have a vaginal delivery with pharmaceutical iol. The mother and baby were reported to be well. No unintended section of the device remained inside the patient's body. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of the instructions for use and quality control data. The complaint device was returned for evaluation. Visual examination confirmed the stylet was adjustable and had perforated the distal tip of the device. The stylet extended 0.25 inches from the perforation. The stylet itself measured 21 cm (starting at end of blue handle to tip). Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a trackwise search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "the stylet should only be used to transverse the tip catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby." Instructions: "1. Loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. (Fig. 1)" "2. Tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled "s." (Fig. 2)" "3. Use the cervical ripening balloon with stylet to transverse the cervix if necessary." "Note: once the cervix has been traversed and the uterine balloon is above the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter." Cook has concluded that failure to follow IFU instructions contributed to this incident. If the adjustable handle is used to properly the seat the stylet, the portion of the stylet inside the device will not be long enough to puncture the distal tip. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event reported as (B)(6) 2021. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook cervical ripening balloon w/stylet was being used on a patient (singleton vertex presentation) at term to ripen the cervix prior to induction. The stylet and catheter were assembled, and upon insertion into the patient, the stylet perforated the blue distal tip of the catheter. The stylet was "impaled" in the patients' vaginal cavity tissue causing bleeding. A second device was used and the same thing happened. The pre-induction of labor (iol) was abandoned and the patient went on to have a vaginal delivery with pharmaceutical iol. The mother and baby were reported to be well. No unintended section of the device remained inside the patient's body. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.